Event description:
Pt was injected with radiesse dermal filler in the naso labial folds and has developed pustules, tenderness and a purplish skin discoloration near the side of the nose. The physician took a culture of the pustules, and the pt was treated with antibiotics (brand not identified) and medrol dose pack.

Manufacturer narrative:
During a follow-up with the physician, it was reported that the pt is looking and feeling much better, after taking medrol dose pack and antibiotic. The device history records for radiesse lot 1009977 were reviewed; this lot met all testing specifications.